Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 19. On (B)(6) 2026, osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.